Event description:
It was reported that the luer lock became unscrewed and disconnected from tubing. Air bubbles became present in tubing due to luer lock disconnection. No reported impact to customers blood glucose level. Customer reports once air bubbles are primed out he will reconnect and resume insulin.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.